Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. During drain three of five of the patient¿s treatment, the patient received the m65 scale reading error. The patient¿s peritoneal dialysis (pd) registered nurse noted that the patient had manually drained 4000ml which is 182% of the patient¿s prescribed fill volume of 2000ml. The patient was reported to have experienced some pain during this treatment. The patient¿s nurse verified that the patient did not develop any injuries or require medical intervention as a result of the issue. The symptoms were alleviated following the drain that was performed. The patient has continued with peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.